Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to loss of urine when the device was not working. A patient outcome of stable was reported.